Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 was stuck and unable to unlock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 was stuck and unable to unlock. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer 2.2 was stuck and unable to unlock. A field service engineer (fse) had found that drawer 2.2 was not latching closed. Fse replaced the latch sensor, open/close sensor, solenoid magnet, and retractor band, but the issue persisted. The fse went to the depot to look for a replacement drawer but found none. Fse returned on-site for further troubleshooting and discovered that the slide rails were damaged and no further repair information available. Follow ups were raised to get the information issue resolved or not, no information received.